Event description:
It was reported that the patient with this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD), contacted boston scientific technical services (ts) indicating that they heard beeping tones. Ts reviewed data from the device and noticed that an alert was triggered for high out of range shock impedance measurements. Ts indicated that there was a sudden change in the shock impedance trend as well as in other trends, and advised to check with the physician if there was any potential ablation or medical action around a specific day, which may have impacted the shock impedance measurements. Troubleshooting steps were provided to perform lead integrity testing to exclude impairment, including electrical measurements, patient maneuvers, x-ray imaging and commanded shock testing. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service.